Event description:
It was reported that a male patient, (B)(6), underwent an idvt procedure with a navistar® rmt catheter and suffered an episode of ventricular tachycardia which required the patient to be resuscitated. During the mapping phase of the procedure, the patient exhibited ventricular tachycardia that was not successfully resolved with either overstimulation nor electrocardioversion. The patient required reanimation. The procedure was aborted. It was noted that this patient had a medical history of ischemic vts which may have contributed to this event. The physician¿s opinion regarding the cause of this adverse event is that it is not due to any product malfunction. This adverse event is considered to be serious and MDR reportable. The device was discarded by the customer.

Manufacturer narrative:
Since the product was discarded, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: unk. (B)(4). The product was discarded, therefore, no product failure analysis can be conducted and device malfunction cannot be confirmed.